Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for extraction of the right ventricular lead due to infection. Blood cultures were positive for staphylococcus epidermidis. An echocardiogram provided evidence of lead vegetation. The lead was explanted and the patient was stable throughout the procedure.